Event description:
During a ptca/stenting treatment procedure, the maverick monorail balloon ruptured at 6 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The lesion being treated was a 90% stenotic lesion in the mid lad coronary artery. Pre-ivus did not cross the lesion. The physician used a whisper ms guidewire and a launcher ebu 3.5 guide catheter to cross the lesion. The maverick monorail 2.0/9 mm balloon was beingused to predilate the lesion for placement of a tsunami 2.5/20 mm stent. The maverick monorail 2.0/9 mm balloon was removed and replaced with another maverick monorail 2.0/9 mm balloon to successfully complete the lesion predilatation. The procedure was succesfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.